Event description:
It was reported that the patient underwent a coronary procedure as treatment of a chronic total occlusion in the right coronary artery (rca) and treatment of a target lesion in the circumflex artery. During advancement of the asahi confianza pro guide wire through the chronic total occlusion, some resistance was noted due to the anatomy and some force was applied. A non-abbott dilatation catheter was then advanced over the guide wire. The dilatation catheter was unable to advance due to the patient anatomy and was removed. The physician then withdrew the guide wire and some resistance was noted. Upon removal, it was noted that the tip of the guide wire had broken off and remained in the distal rca. There were no attempts made to retrieve the separated segment due to the chronic total occlusion. No additional intervention has been planned to remove the separated segment. Two days post procedure, the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: it is indicated that the device is not returning for evaluation; therefore, a failure analysis could not be performed. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Based on the provided information, it is presumed that the tip of the confianza pro guide wire was trapped in the chronic total occlusion (cto) lesion, where guide wire advancement and/or removal manipulation, and/or rotational manipulation, might be applied repeatedly, resulting in the breakage of the guide wire due to the accumulated force which exceeded the products design limit. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, and result in fragments being left inside the vessel. Separation or breakage of guide wire is listed as one of possible complications and adverse events. Based on the information reviewed, there is no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.